Event description:
The customer reported the device smoked while a nurse was setting up an infusion. Per the customer the nurse saw "smoke like a cigarette" coming from the unit. The device was not connected to the patient at the time. The biomed reported the device is giving a "133-6090 error code". There was no patient harm and no medical intervention was required since the pump was not on a patient at the time of the event. Although requested, no additional event or patient information provided by the user.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.